Manufacturer narrative:
(B)(4). The customer alleges this has occurred several times but does not have a quantity. No sample will be returned for evaluation.

Event description:
It was reported the catheter was placed into the internal jugular of a patient in the intensive care unit. The physician noted the central line dislodged due to the catheter box clamp in the kit, not securing the catheter. It was noted the physician was able to use the distal lumen and continue therapy. There was a delay in treatment and no patient death or complications were reported.